Manufacturer narrative:
Other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a pump to be under-delivering medication is the pump's expulsor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: regulatory.responses@icumed.com, b3: unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump under delivered. Pump intermittent mode dose every 4 hours at the end of 24 hours cycle, over 100 ml remaining in the bag. No adverse patient effects were reported by the customer".